Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hypoglycemic episode reaching nadir 40 mg/dl blood glucose for 30 minutes. It was treated with carbs by the user, and they did not require any outside assistance. There was no further event information provided the user.